Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a frayed grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was defective and a new one had to be opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse clarified that the issue was the bowden cable on all instruments recently sent back.